Manufacturer narrative:
(B)(4): the customer is requesting assistance in obtaining retrospective data for a pt that was discharged. The pt expired. No malfunction was alleged. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer is requesting assistance in obtaining retrospective data for a pt that was discharged. The pt expired.